Event description:
The customer obtained higher than expected vitros ipth quality control results when using a vitros 5600 integrated system. The issue was observed when running vitros intact pth control fluids (level 2 = 130.8 vs. Expected 81.6 pg/ml, level 3 = 912.1 vs. Expected 538.4 pg/ml) as well as biorad control fluids (level 2 = 386.2 vs. Expected 217.8 pg/ml, level 3 = 1,152 vs. Expected 624.9 pg/ml). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros ipth while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros ipth quality control results were obtained when using a vitros 5600 integrated system. Review of calibration parameters determined that the calibration curve in use at the time of the event was atypical. After restoring a prior calibration curve, acceptable vitros ipth quality control performance was observed. The investigation was unable to determine a definitive root cause. The higher than expected vitros ipth quality control results were associated with the use of an atypical calibration curve. However, the root cause of the atypical calibration curve is unknown.